Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI ¿(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product identified a hair-like debris within the sealed sterile pouch. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to operator error during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Upon inspection at arrival, it was reported that an inspection member found hair like debris in the sterile package. There was no patient involvement. No adverse events have been reported as a result of the malfunction.